Manufacturer narrative:
The ventilator was investigated on site by our field service engineer and the o2 gas module was replaced. The ventilator passed all functional and safety tests and was returned for clinical use. No part or ventilator logs were returned for investigation. Since the replaced part was not returned for investigation, the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator generated a technical error code indicating an on/off switch error. Patient involvement is unknown. Manufacturer's ref #: (B)(4).